Event description:
It was reported by the patient that one of their leads quit working and so it was replaced with a leadless pacemaker. No additional adverse patient effects were reported. Additional information was received indicating the ra lead exhibited elevated thresholds. A leadless pacemaker was placed in the atrium. No additional adverse patient effects were reported.

Event description:
It was reported by the patient that one of their leads quit working and so it was replaced with a leadless pacemaker. No additional adverse patient effects were reported.